Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 20mg/dl. Cause was not known. Customer was treated with intravenous fluids to address the bg; the customer could not recall what type of fluids. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.